Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing.(B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm and customer have tried all the remedies. The customer did not want to perform troubleshooting.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 42 mg/dl. Customer was treated with food and glucose tablet. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting and insulin was exited. The insulin pump will not be returned for analysis.